Manufacturer narrative:
The product has been returned to masimo for evaluation when the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the audible alarms did not work. Net system was not involved. No pt involvement.